Event description:
The ventilator was connected to a patient. The customer reports pressure increased from 12 cmh20 to 50 cmh20. There was no patient injury. The alarm status is unknown. Ventilator settings are available. The biomed has isolated the problem to the inspiratory pressure transducer. The defective part will be returned to the facility for further processing.